Manufacturer narrative:
The information provided reasonably suggests that the intraocular lens was not implanted. (B)(6). Device evaluation: the sample was received inside a container. Inspection at 10x microscope magnification was performed. The sample was verified. There was trace residue of viscoelastic and no lens inside the cartridge which means that the device was handled. The cartridge tip was observed deformed. The complaint reported was confirmed. Even though, the complaint was confirmed, the issue could be related to handling issues. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specifications. A search revealed that no additional complaints for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that the tip of the delivery system had a sharp crease which had the potential to scratch the intraocular lens. There was no patient impact. No additional information was provided to abbott medical optics.